Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colectomy procedure, the jaws of the device broke intra-operatively. There were no patient consequences. Case completed with another device of the same product code.